Event description:
It was reported that the right ventricular (rv) lead was found to have high thresholds. A chest x-ray indicated the lead was in the correct position. It was determined to reposition the lead. During the procedure, no capture was noted. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis, however performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the pacing capture threshold in the rv (right ventricle) was elevated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacing lead 2013 (B)(6); (B)(4) implantable pulse generator (ipg) 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.